Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient had pain and the ability to perform normal activities has been impaired after asr hip implant. Doi: (B)(6) 2006 (left hip). Dor: (B)(6) 2017. Patient is resident of (B)(6). Update 08/28/2012 litigation papers received. They are the same papers used to create this complaint file. Update 2/1/2013 - asr/supplemental information received. Part/lot information was updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) used to capture the emotional distress and device revision or replacement.

Event description:
After review of the medical records the patient was revised to address pain. Operative note reported consistent with a local tissue response and fluid collection in line with an adverse mom reaction. There was an osteolytic fracture of the trochanter but abduct sleeve was intact and some evidence of corrosion on the trunnion. Doi: (B)(6) 2006: dor: (B)(6) 2017; right hip.